Event description:
We have had several of these sheaths that we were unable to flush due to the end hole being closed off. None were used on patients, as they were deemed not usable. We have a small collection of sheaths we have sequestered that have had this problem since (B)(6). We have 6, but there were more. Manufacturer response for terumo glidesheath, terumo glidesheath 6 fr (per site reporter): yes. We reported to terumo - two rep were aware, and said they would bring new ones for us.